Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. Failure analysis investigation found the distal end of the monopolar curved scissors tip cover exhibited localized melting, which is indicative of arcing. The tip cover was found with a hole on the body of the tip cover, measuring approximately 0.06¿ x 0.05¿. Damage appeared to be a crater-like hole, where energy leakage may have occurred. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the mcs tip cover accessory damaged due to arcing and/or had holes/tears/missing material on the gray silicone area with no evidence or claim of user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover had a burn hole. Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: the tip cover accessory and monopolar curved scissors (mcs) were changed out following the discovery. The mcs did not show any marks at the burnhole. The mcs did not come in contact with other monopolar/bipolar instruments. The procedure was completed with no reported injury.